Event description:
The customer claims that the alarm will not sound when weight is removed from the sensor when tested with a new sensor and new batteries. There was no visible signs of damage to the alarm unit. This was reported to be discovered during use on a pt and no pt incident or injury occurred.

Manufacturer narrative:
(B)(4). (Alarm, failure to). Eval: results - eval of the returned product found that the alarm does not sound when weight is removed from the sensor. The fails safe does not work. The tone selector does not work. The battery door is missing. (B)(4).